Event description:
It was reported that the patient's right ventricular (rv) lead had low pacing impedance, high thresholds, and undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.